Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl with moderate to large ketones and it was addressed with manual injections. Reportedly, the customer discussed elevated bg level with their healthcare provider.